Manufacturer narrative:
S.w 4.11e; retainer ring = black; case type = ngp. The customer was hospitalized for alleged low bgs and possible over delivery anomaly on 23-jun-2023. On svn 000315275325 the customer alleged insulin flow block alarm on 02-feb-2023. On svn 000315310039 the customer alleged low bgs on 10-feb-2023. On svn 000315309991 the customer alleged low bgs, and meter cannot connect anomaly on 06-feb-2023. On svn 000315750268 the customer alleged high bgs on 15-may-2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was able to pair with the test bg meter. The test bg meter serial number was listed in the pump's manage devices screen. The pump's serial number was also listed in the test bg meter connection screen. No pump/meter pairing (connecting) anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay, and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 23-jun-2023 in the pump history file. 06/23/2023 09:13:46.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 06/23/2023 15:49:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.4 bolusamountdelivered = 6.4 please see below for the daily total of all insulin delivered on the event date 23-jun-2023. 06/24/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 06/23/2023 00:00:00.000 dailytotalofallinsulindelivered = 22.475 dailytotalofbasalinsulindelivered = 15.575 dailytotalofbolusinsulindelivered = 6.9 there were no unexpected pump errors/alarms noted 1 week prior to the event date 23-jun-2023 in the pump history file. 06/23/2023 19:16:02.000 batteryremoved 06/23/2023 19:16:02.000 alarmalertnotification faultnumber = battery removed (84) 06/23/2023 19:16:25.000 batteryinserted please see below for the pump errors/alarms noted 1 week prior to the event date 02-feb-2023 in the pump history file on svn 000315275325. (B)(6) 2023 01:18:53.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2023 01:26:41.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 01:26:55.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 01:37:51.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 01:38:33.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 01:42:18.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 01:43:47.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 01:51:00.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 01:51:36.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:09:50.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2023 03:21:25.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 03:22:07.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:25:18.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 03:25:38.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:29:29.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 03:30:13.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:40:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:46:29.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2023 03:54:33.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 03:54:52.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 04:40:48.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2023 05:59:36.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) /2023 06:21:04.000 alarmalertnotification faultnumber = finish fill cannula alarm (70). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery (7) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 10-feb-2023 in the pump history file on svn 000315310039. (B)(6) 2023 19:50:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 05:21:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2023 05:52:00.000 alarmalertnotification faultnumber = off no power (11) (B)(6) 2023 06:02:00.000 alarmalertnotification faultnumber = off no power (11) (B)(6) 2023 06:03:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 06:03:40.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2023 06:03:51.000 alarmalertnotification faultnumber = batt out limit (6) earliest power data available per the power management tool/detail trace file is on 6/18/2023 4:14:55 pm. There was no power data available for the dates of 02/04/2023 to 02/05/2023. Unable to check power data for low battery alert, change battery fault alert, and off no power alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm noted during testing or after battery change. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 06-feb-2023 in the pump history file on svn 000315309991. (B)(6) 2023 01:18:53.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2023 01:26:41.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 01:26:55.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 01:37:51.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 01:38:33.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 01:42:18.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 01:43:47.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 01:51:00.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 01:51:36.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:09:50.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2023 03:21:25.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 03:22:07.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:25:18.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 03:25:38.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:29:29.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 03:30:13.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:40:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 03:46:29.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2023 03:54:33.000 alarmalertnotification faultnumber = reservoir estimate 0 alert (113) (B)(6) 2023 03:54:52.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 04:40:48.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2023 05:59:36.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2023 06:21:04.000 alarmalertnotification faultnumber = finish fill cannula alarm (70) (B)(6) 2023 19:50:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 05:21:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2023 05:52:00.000 alarmalertnotification faultnumber = off no power (11) (B)(6) 2023 06:02:00.000 alarmalertnotification faultnumber = off no power (11) (B)(6) 2023 06:03:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 06:03:04.000 alarmalertnotification faultnumber = active insulin cleared fault (117) (B)(6) 2023 06:03:40.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2023 06:03:40.000 alarmalertnotification faultnumber = active insulin cleared fault (117) (B)(6) 2023 06:03:51.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2023 06:03:51.000 alarmalertnotification faultnumber = active insulin cleared fault (117) (B)(6) 2023 18:46:43.000 alarmalertnotification faultnumber = max fill reached alarm (71) (B)(6) 2023 19:02:36.000 alarmalertnotification faultnumber = finish fill cannula alarm (70) (B)(6) 2023 19:12:00.000 alarmalertnotification faultnumber = finish fill cannula alarm (70) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on 6/18/2023 4:14:55 pm. There was no power data available for the dates of 02/04/2023 to 02/05/2023. Unable to check power data for low battery alert, change battery fault alert, and off no power alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm noted during testing or after battery change. No delivery (7) not confirmed. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 15-may-2023 in the pump history file on svn 000315750268. 05/12/2023 08:05:01.000 alarmalertnotification faultnumber = low battery alert (104) 05/12/2023 08:14:42.000 batteryremoved (B)(6) 2023 08:14:42.000 alarmalertnotification faultnumber = battery removed (84) 05/12/2023 08:15:57.000 batteryinserted earliest power data available per the power management tool/detail trace file is on 6/18/2023 4:14:55 pm. There was no power data available for the date of 05/12/2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert (104) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Possible over delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. No com pump to meter anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia and hypoglycemia along with the hospitalization and pump had allegation of over delivery. No further patient complications were reported. Troubleshooting was performed, customer reported the blood glucose value during time of low blood glucose event was 31 mg/dl. The blood glucose value during time of high blood glucose event was 400 mg/dl. The blood glucose value during time of call was 92 mg/dl. Customer was treated with the insulin pump. The customer was using the insulin pump within 48 hours and the auto-mode/smart guard feature was not active at the time of high and low blood glucose events. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was able to pair with the test bg meter. The test bg meter serial number was listed in the pump's manage devices screen. The pump's serial number was also listed in the test bg meter connection screen. No pump/meter pairing (connecting) anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay, and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 23-jun-2023 in the pump history file. On (B)(6) 2023 09:13:46.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. On (B)(6) 2023 15:49:34.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 6.4. Bolus amount delivered = 6.4. Please see below for the daily total of all insulin delivered on the event date 23-jun-2023. On (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 22.475. Daily total of basal insulin delivered = 15.575. Daily total of bolus insulin delivered = 6.9. There were no unexpected pump errors/alarms noted 1 week prior to the event date 23-jun-2023 in the pump history file. On (B)(6) 2023 19:16:02.000 battery removed. On (B)(6) 2023 19:16:02.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 19:16:25.000 battery inserted. Please see below for the pump errors/alarms noted 1 week prior to the event date: 02-feb-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 01:18:53.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 01:26:41.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 01:26:55.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2023 01:37:51.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 01:38:33.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 01:42:18.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 01:43:47.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 01:51:00.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 01:51:36.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:09:50.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 03:21:25.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 03:22:07.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:25:18.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 03:25:38.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:29:29.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 03:30:13.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:40:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:46:29.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 03:54:33.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 03:54:52.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 04:40:48.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 05:59:36.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 06:21:04.000 alarm alert notification. Fault number = finish fill cannula alarm (70). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery (7) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 10-feb-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 19:50:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 05:21:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 05:52:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 06:02:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 06:03:04.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). On (B)(6) 2023 06:03:40.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 06:03:51.000 alarm alert notification. Fault number = batt out limit (6). Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 4:14:55 pm. There was no power data available for the dates on (B)(6) 2023. Unable to check power data for low battery alert, change battery fault alert, and off no power alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm noted during testing or after battery change. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 06-feb-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 01:18:53.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 01:26:41.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 01:26:55.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 01:37:51.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 01:38:33.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 01:42:18.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 01:43:47.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 01:51:00.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 01:51:36.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:09:50.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 03:21:25.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 03:22:07.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:25:18.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 03:25:38.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:29:29.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 03:30:13.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:40:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:46:29.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 03:54:33.000 alarm alert notification. Fault number = reservoir estimate 0 alert (113). On (B)(6) 2023 03:54:52.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 04:40:48.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 05:59:36.000 alarm alert notification. Fault number = no reservoir alarm (66). On (B)(6) 2023 06:21:04.000 alarm alert notification. Fault number = finish fill cannula alarm (70) on (B)(6) 2023 19:50:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 05:21:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 05:52:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 06:02:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 06:03:04.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). On (B)(6) 2023 06:03:04.000 alarm alert notification. Fault number = active insulin cleared fault (117). On (B)(6) 2023 06:03:40.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 06:03:40.000 alarm alert notification. Fault number = active insulin cleared fault (117). On (B)(6) 2023 06:03:51.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 06:03:51.000 alarm alert notification. Fault number = active insulin cleared fault (117). On (B)(6) 2023 18:46:43.000 alarm alert notification. Fault number = max fill reached alarm (71). 02/05/2023 19:02:36.000 alarm alert notification. Fault number = finish fill cannula alarm (70). On (B)(6) 2023 19:12:00.000 alarm alert notification. Fault number = finish fill cannula alarm (70). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 4:14:55 pm. There was no power data available for the dates on (B)(6) 2023. Unable to check power data for low battery alert, change battery fault alert, and off no power alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm noted during testing or after battery change. No delivery (7) not confirmed. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 15-may-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 08:05:01.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 08:14:42.000 battery removed. On (B)(6) 2023 08:14:42.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 08:15:57.000 battery inserted. Earliest power data available per the power management tool/detail trace file is on (B)(6)2023 4:14:55 pm. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert (104) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Possible over delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. No com pump to meter anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.